Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø11 le 125° l360 timo15 (04.037.127s/38p3016) was broken from the proximal hole. Broken fragment was returned. No other defect was found. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 125° l360 timo15 (04.037.127s/38p3016) would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: ktt h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h6: manufacturing location: monument manufacturing date: 01 february 2020 expiration date: 01 january 2030 part: 04.037.127s, 11mm/125 deg ti cann tfna 360mm/left- sterile lot: 38p3016 (sterile) production order traveler met all inspection acceptance. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive lot: 30p0799. Ten pieces were scrapped at op machine complete for part-length under. Apart from the ten pieces noted, production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended lot: 17p1090 production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.2, lock prong, 125 degree tfna lot: unknown the device history record (DHR) for this lot was not available for review as it is pre-jabil and not accessible to us. Therefore, a review of this DHR could not be performed. Part: 21127, timoagri16.00 lot: 23p3826 inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that tfna fem nail ø11 le 125° l360 timo15 had a nail and screw system construction at the right femur with signs of both breakage of the distal femur and breakage of the nail through the most proximal screw of the distal section broken. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for tfna fem nail ø11 le 125° l360 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the tfna helical blade had migrated. This is report 1 of 2 for (B)(4).

Event description:
It was further reported that the device fractured post-operatively and therefore it was revised. This report is for one (1) 11mm/125 deg ti cann tfna 360mm/left - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown nail: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2022, the tfna in question was found to have fractured. No further information was provided. This report is for an unk - nail: tfna. This is report 1 of 1 for (B)(4).